Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: impingement event description: it was reported that patient 122 of the pmcf study was implanted with a fitmore hip stem, a fitmore cup, a metasul head and an allofit alpha durasul insert on (B)(6) 2010 on the right side and underwent revision surgery on (B)(6) 2013 after approx. 3 years and 3 months in-vivo due to ventral cup rim impingement with decreased anteversion. Review of received data: in total 6 x-rays were received for review: pelvis overview, right hip axial, reported date (B)(6) 2013: situation after implantation of a cementless total hip replacement with short stem on the right side and trust-plate prosthesis left hip. The inclination angle of the right cup is approximately 44°, orthograde position of the right stem. In the axial projection recognizable overhang of the cup at the cranio-ventral rim of the acetabulum. Pelvis overview, right hip axial, reported date (B)(6) 2015: situation after right-sided revision surgery with change of the cup, inclination angle of the right cup is approximately 47°, unchanged position of the right stem. Compared to the previous x-ray in the axial projection recognizable overhang of the cup. On the present conventional x-ray of the right hip (B)(6) 2013 in ap-view, the anteversion angle of the right hip cup cannot be reliably measured. The inclination angle of the right cup is approximately 44°, an orthograde position of the right stem is visible. In the axial projection recognizable overhang of the cup. 21 months after revision surgery radiologically recognizable reduction of the overhang of the cup in the comparable axial projection. Surgical notes are not available. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Surgical technique: 4. Preparation and impacting of the cup, page 25: when the cup is correctly positioned, it can be anchored in the acetabulum by applying a few powerful hammer blows. It must have an inclination of 40° to 45° and be anteverted by 10 to 15°. The fine adjustment of the anteversion depends on the approach chosen, on the anatomical conditions and on the femoral implant. The correct orientation of the implant is particularly important when a metasul bearing is used. Special care has to be taken in these cases as to avoid any risk of impingement between the stem and the cup. Conclusion: it was reported that patient 122 of the pmcf study was implanted with a fitmore hip stem, a fitmore cup, a metasul head and an allofit alpha durasul insert on (B)(6) 2010 on the right side and underwent revision surgery on (B)(6) 2013 after approx. 3 years and 3 months in-vivo due to ventral cup rim impingement with decreased anteversion. The devices were not returned for investigation, therefore, the condition of the retrievals is unknown. Further, the batch identification of the reported devices is unknown, therefore, review of the production and quality data was not possible. Based on the x-ray analysis an overhang of the cup can be confirmed radiographically 6 months prior to revision surgery. The inclination angle was assessed as 44°, which is within the recommended range. The anteversion angle of the cup could not be assessed based on the given x-ray planes. 21 months after revision surgery radiologically recognizable reduction of the overhang of the cup. The stem was found to have an orthograde position, prior as well as after revision. Therefore, based on the given information and the investigation the most likely root cause for the reported impingement is malalignment (ventral overhang) of the cup. Nevertheless, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4) .

Event description:
Please refer to report .

Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. Concomitant medical products and therapy date detail of product: item number: 14320720, item name: cocr head 32/+4 'l' 12/14, lot #: unknown. Item number: 0100551209, item name: fitmore, hip stem, uncemented,b/9, taper 12/14, lot #: unknown. Item number: 0100013412, item name: durasul, alpha insert, ll32. Lot #: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to ventral cup rim impingement on the right side with decreased anteversion.